Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 13.5 years post tka, this 80 y/o male patient experienced increasing pain and left leg no longer able to bear weight. Radiologically showed periprosthetic fracture with fracture of the femoral stem at the adapter/stem transition. Patient had a revision and the explant was preserved. No additional information available.

Manufacturer narrative:
(H3) the revision reported may have been the result of femoral loosening overtime, which created a bending moment on the femoral stem extension and led to crack initiation, propagation, and ultimate fracture at the threaded junction of the femoral stem extension and a periprosthetic fracture. However, this cannot be confirmed as the devices were not returned for evaluation and photographs and x-rays were unable to be obtained. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.